Event description:
It is reported that the device was implanted in 2006, and was revised in 2008, due to the stem breaking below the junction of the stem and body.

Manufacturer narrative:
Eval summary: the stem fracture likely occurred at the junction with the body component by fretting fatigue. However, this can not be confirmed as the device was not returned for analysis. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. All of these factors are not known for this case. An on-going investigation of stem fractures on this family of devices is being conducted. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could only verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.